Event description:
Alleged the hi/low function of the bed moved up unintentionally with the patient on the bed.

Manufacturer narrative:
The facilities biomedical technician indicated the hi/low function of the bed would unintentionally move up when the patient moved her left knee or thigh. Upon further investigation, the biomed found the trendelenburg handle switch was loose, causing the switch to engage when weight was applied to the bed. The switch was tightened to repair the bed.